Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) of 48 to 70 mg/dl with severe dizziness, trembling and shortness of breath associated with an alleged time/date reset issue. Reportedly, the patient continued pump therapy but it could not be determined whether or not the patient received any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the time and date was set correctly in the pump but reset to default when the battery was removed from the pump for less than 12 hours. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged time/date reset issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2017 with the following findings: the investigation was unable to verify that the pump¿s time and date reset to default in the black box history. The last basal delivery was on (B)(6) 2017. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. After 24 hours, the battery was removed from the pump. When the battery was reinserted, the time and date did not reset to the default setting. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. The initial complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.